Event description:
The arthroplasty was revised due to arthrofibrosis. The femoral and tibial components were revised. The components were implanted in situ for 2.00y. The patient presented with a ucla score of 4 three months prior to revision surgery." Note: medical records and x-rays were not provided to stryker for review.